Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: inhibition of bradycardia pacing and detection of ventricular fibrillation due to far-field atrial sensing in a triple chamber implantable cardioverter defibrillator. Pace 2002; 25:1513¿1516. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding a patient with implantable defibrillation leads and an implantable cardioverter defibrillator (ICD). The article reports the right ventricular (rv) lead exhibited unacceptable high pacing threshold requiring the addition of a pace-sense lead placed in the right ventricular apex. The lead remains in use. Additionally the article reports the patient experienced asystolic ventricular pauses and inappropriate detection of ventricular fibrillation due to far-field oversensing of atrial fibrillation. The device was reprogrammed to reduce ventricular sensitivity and remains in use. No patient complications have been reported as a result of this event.